Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to variable right ventricular (rv) lead impedance in the previous sixty days and two or more high rate non-sustained episodes. It was further reported that the rv bipolar impedance trend had a sudden jump. The patient's presenting rhythm was ventricular fibrillation (vf). The patient was reported to have been found deceased by their spouse. Review of episodes noted that the ventricular arrhythmia did not meet detection criteria and that there was possible oversensing. Additional information received noted the patient had been seen in the emergency room three days prior to death due to congestive heart failure with an elevated heart rate, hypotension and decreased oxygen saturation levels. An echocardiogram was performed and fluid overload was noted. The patient refused inpatient treatment and left the hospital against medical advice. Device interrogation at that time was within normal limits. Interrogation on the date of death noted high lead impedance and twenty episodes of ventricular tachycardia (vt). The primary cause of death was unknown and was classified as sudden cardiac death. The patient is enrolled in the electrocardiogram (ECG) belt clinical study.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered due to right ventricular (rv) lead high and impedance variation in past 60 days, and 2 or more high rate non-sustained episodes. Presenting rhythm appears to be ventricular fibrillation (vf), and rv bipolar lead impedance trend had a sudden jump up. The patient died in a manner unrelated to the event. The patient is enrolled in the electrocardiogram (ECG) belt clinical study.